Event description:
It was reported that during initial implant of this tactra malleable penile prosthesis, the patient sustained a right-sided perforation of the urethra. As a result, only one cylinder was implanted on the left side. No additional patient complications were reported. Additional information was received that the perforation occurred proximally during corporal dilation. The perforation was sutured by the physician. The patient was reported to be satisfied with their device and recovering well following the procedure.